Manufacturer narrative:
The reported event of electronics performance indicator was not confirmed. The device was received from the field with battery voltage in elective replacement indicator (eri) level. Electrical analysis performed did not find any anomaly. Session record analysis did not find any sudden voltage drops or high current draw. Longevity assessment was performed, based on average current drain, and the device has exceeded the total projected longevity, and is considered normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient experienced atrial fibrillation during the changeout procedure that was successfully treated through cardioversion. Patient was stable before, during, and after the procedure.